Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts are free from the delivery needle and were not returned for examination. The actuator is in its t2 post-deployment position indicating multiple trigger advancements. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. An exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery the anchor deployed, came out but would not implant. A backup device was used to complete the surgery. It is unknown if there was a delay. No patient injury reported. Results of investigation have found that the actuator is in its t2 post-deployment position indicating multiple trigger advancements.